Manufacturer narrative:
Corrected data: inadvertently the initial report was sent as death, the file is considered malfunction injury. Type of reportable vent was updated.

Manufacturer narrative:
Returned device was received with damaged air detector, battery door stiff knob. No evidence of reported problem in event log was found. During the evaluation of the devicethe customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd solis vip pump displayed a constant air in line alarm. There were no adverse events reported.